Manufacturer narrative:
This report is submitted on november 23, 2020.

Event description:
Per the clinic, the patient experienced a trauma to the implant site resulting in an extrusion of the device. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device. The device will be subjected to a detailed investigation upon arrival.

Manufacturer narrative:
This report is submitted on 15 march 2021.

Manufacturer narrative:
It is now reported that the reason for the explant was an infection (the treatment of the infection is unknown). This report is submitted on december 14, 2020.